Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change on an ilet pump, the user did not observe drops after a 40-unit fill, the cartridge appeared filled upon removal, and tapping the pump released moisture from the port; troubleshooting guided the user to replace the cartridge and complete a full supply change with clarification on installing the cartridge before attaching the connector and tubing, after which drops were confirmed. The user's blood glucose trended down from a peak of 235 mg/dl to 165 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a leak or splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.